Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in two pieces with no other devices. An examination of the returned device revealed a hypotube fracture measuring 43cm from the edge of the strain relief. The distal section of the fractured shaft measured 98cm from the fracture site to the tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, insertion difficulties and a shaft break occurred. The physician was inserting this 2.0x9mm maverick 2 balloon catheter through another manufacturers' 6f guide catheter against resistance when the shaft of the balloon catheter broke approximately 10cm from the hub, outside the patient. It was reported that it was not a complete break. The procedure was completed with another maverick 2 balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the shaft break occurred on a section that can enter the patient.